Event description:
Boston scientific received information that during a recent interrogation, this cardiac resynchronization therapy defibrillator (crt-d) was noted to have reached end of life (eol). It had been over two years since the device had been checked as the patient had not been compliant with follow-up. At the time of the interrogation, it was noted that the patient was in the hospital due to syncope; the cause of which was not available. Boston scientific boston scientific technical services (ts) discussed that the patient was not protected against ventricular arrhythmias with the device being at eol, and that the device had met longevity based on the instructions for use manual. At this time, available information suggests that the device remains implanted, however, it was thought that the device may be changed to a competitor¿s product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.